Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr results when compared to other lots of I-stat cartridges. The customer used three different lots but provided no info on the third lot. Lot#: r11301b; MFR date: 10/2011; exp date: 04/14/2012. Lot#: r11248a; MFR date: 09/2011; exp date: 02/28/2012. Based on the info available at this time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation that was completed on (B)(4) 2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the us food and drug administration.